Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up an alert was observed for multiple episodes of non-sustained lead noise. The patient was seen again a few days later, and no alert was seen. The physician suspected the issue might be due to intermittent loss of capture and programming changes were made. No further episodes were noted. Patient will be monitored with more frequent follow-ups.